Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the jaws of the device locked on tissue. They removed the device by trying many times. Another device was used to complete the case. There was no patient injury.